Event description:
A surgeon implanted the express mini glaucoma shunt device in patient's left eye in 2003 beneath scleral flap. Aqueous was noted to extrude at area of implantation. It was also noted that the device was blocked and that the aqueous was extruding from the insertion site. The doctor made an attempt to flush the opening but this did not work. Implant was removed and a trabeculectomy done. Report states no complications were experienced. No further information is available at the time of this report.